Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the battery gauge was observed to be fluctuating and the pump was hot to the touch when plugged into a power source. Reportedly, the power source alert cleared and the pump successfully began charging after the customer used an alternate wall adapter to charge the pump. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) ranged from 109-132 mg/dl. The customer reverted to an alternate pump for insulin therapy.